Manufacturer narrative:
Evaluation of the actual sample confirmed the reported internal blood leak. The returned sample exhibited a delamination on the polyurethane (pu) potting compound on the ID end of the dialyzer. The delamination in the potting extended underneath the silicone o-ring and compromised the seal between the polyurethane material and o-ring. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review the labeling, material, and process controls were within spec.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine did alarm. Test strips were used to confirm the leak. Estimated blood loss was 150-200ml. The patient had no adverse effects and no medical intervention was required. The patient did complete treatment w/new set on a different machine. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.